Event description:
The complaint was reported by a costumer from (B)(6): 'possible inaccurate delivery'.

Event description:
The complaint was reported by a "custumer" from colombia: 'possible inaccurate delivery'.